Event description:
It was reported that there was a change in effect. The patient started showing flu like symptoms over the weekend. The symptoms began following a pump replacement. When the pump was replaced the prior week, they transferred drug form the previous pump to the patient¿s new pump and filled with 23 cc; they then aspirated from the side port of new pump after connecting with no problems. It was noted that they now intend to change out the drug as they thought the nurse maybe accidently mixed something up with the drug and mixed it with saline. A roller study on (B)(6) under fluoroscopy was perfectly normal with good roller movement. The pump was used to infuse duramorph. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), product type catheter. (B)(4).